Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0tjag, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that their neurological system was damaged eight years ago and that was why he got the system for urinary and fecal. The patient reported that there was no therapeutic benefit since the implant on (B)(6) 2015. The patient was feeling stimulation. However, the patient was not feeling stimulation in the correct area. The patient was feeling electricity in the legs and testicles. There was a shocking sensation in the testicles with the therapy on, even at the lowest settings. The symptoms reported were trouble walking, electricity in the legs, and their testicles were bothered very much with electricity and felt hot. This occurred on (B)(6) 2015. The patient was on program 2 at 2.0 volts. He had two accidents: a hard bowel movement two weeks ago and diarrhea three days ago. The manufacturer representative (rep) showed him how to control the device. The patient knew how to program and change the frequency. He was going to leave it on a program for a week and call the rep if it did not work. The patient left a message on (B)(6) 2015 with the rep and did not get a return call. Relevant medical history includes restless leg syndrome which led to the patient getting a baclofen pump on (B)(6) 2015 for it. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.